Event description:
It was reported that the rotawire was fractured. The target stenosed lesion was located in the anterior descending branch. A 330cm rotawire was selected for use. During the procedure, it was noted that the rotawire was fractured. The procedure was completed with another of same device. There were no complications reported, and the patient was stable after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual inspection of the body of the guidewire revealed it was bent. Kinks of the body were measured from proximal to distal and the distances where the kink/bent were found are the following: 1-59.0 in and 2-127.0 in. Microscope inspection revealed that the distal tip of the guidewire was detached and did not return for analysis. Dimensional inspection revealed that the total length of the guidewire was measured in order to verify if it was according to the specification and 1.0 in of the guidewire where the distal tip is located was detached and did not return for analysis. The media attached to the parent record shows an ilab screen but does not show any evidence of the reported issue.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). H6 - device codes: corrected. Investigation completed on 22jan2025; device was not returned for evaluation. However, an analysis was concluded based on the photo provided from the healthcare facility. It shows a motor drive unit screen but does not show any evidence of the reported issue.

Event description:
It was reported that the rotawire was fractured. The target stenosed lesion was located in the anterior descending branch. A 330cm rotawire was selected for use. During the procedure, it was noted that the rotawire was fractured. The procedure was completed with another of same device. There were no complications reported, and the patient was stable after the procedure.

Event description:
It was reported that the rotawire was fractured. The target stenosed lesion was located in the anterior descending branch. A 330cm rotawire was selected for use. During the procedure, it was noted that the rotawire was fractured. The procedure was completed with another of same device. There were no complications reported, and the patient was stable after the procedure.

Manufacturer narrative:
E1 - initial reporter: (B)(6).